Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the lens optic torn. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo 12.6; -11.50/3.0/072 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was intraoperatively removed and replaced with a same length different diopter lens. This resolved the problem. Cause of the event was unknown.

Manufacturer narrative:
B5 - the lens was intraoperatively removed and replaced with a same length different diopter len due to a vault of 1200um. D4 - primary unique device identifier (UDI) #: (B)(4). H4 - device manufacture date: 31-jan-2023 corrected to 23-jan-2023. H6 - work order search: no additional similar complaint type events within associated lots were found. Claim #(B)(4).